Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deep cut/lifting area under the pink probe coating was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was leakage from the distal end. Additionally, the evaluation revealed the following findings: reduced angulation; angulation works but angulation control knob feels too loose or light; adhesive on bending section cover (a-rubber) had a crack; the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue); metal contacts were corroded; stain adhering to the control section; and the ultrasonic image was missing echo signals due to ultrasonic cable being detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was air/water leakage from the distal end of the ultrasonic gastrovideoscope. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned the device revealed that the probe had a deep cut/lifting area under the pink probe coating. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.